Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error as well as battery out limit. Customer stated that she received the alarm after changing the batteries and was alarming battery out limit during reporting. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but buttons had been sticking and unresponsive intermittently. Customer's blood glucose level was 497 mg/dl at time of reporting. Nothing further reported.